Event description:
Laser fiber broke during procedure causing small burn to patients right inner leg just above the knee. Manufacturer response for supplies / surgical tool, fiber laser moses 200 d/f/l (per site reporter). Waiting for their response.